Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet bionic pancreas, with a peak blood glucose of 244 mg/dl lasting approximately 1.5 hours, after a recent meal announcement and during the early learning period of the system; no alerts or alarms occurred, and the patient did not use backup therapy or perform ketone testing. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no hospitalization, and no additional assistance. Investigation included agent-led troubleshooting and education on meal announcements, device learning behavior, and access to the patient portal via the mobile app, and the case was assigned for additional training. Investigation of this case revealed that the device functioned without alarms and that the cause of the hyperglycemia remained unclear, with the ilet algorithm continuing its initial learning period. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.